Manufacturer narrative:
(B)(4).

Event description:
Patient had endurance in at bend of elbow. Inserted in wrong area. Patient was 400 plus pounds and should have had a mid-line. When the clinician tried to take off dressing it broke. But, was able to remove both pieces.

Manufacturer narrative:
(B)(4) the customer returned one endurance catheter assembly. Biological material was observed inside the catheter body. Visual analysis revealed that the catheter body was separated near the catheter hub. The edges of separation were oval and smooth; indicating that kinking caused the catheter body to weaken and eventually separated. A small kink was also observed on the catheter body. This kink led to another hole in the catheter body which was also oval and smooth. The kink/hole measured 10mm form the catheter hub. The point of separation measured 22mm from the hub. The portion of the separated catheter that was also returned measured 63mm, which indicates that the catheter body met the catheter body nominal value of 85mm per the catheter assembly graphic. The catheter inner diameter (at the point of separation) measured .032", which is within the specification limits of .030"-.034" per the catheter body graphic. The catheter body outer diameter measured .043", which is within the specification limits of .041"-.045" per the catheter body graphic. This kink led to another hole in the catheter body which was also oval and smooth. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage". The customer report of a catheter separation was confirmed by complaint investigation of the returned sample. The returned catheter body was separated near the hub, and the damage was consistent with inadvertent kinking of the catheter body. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Patient had endurance in at bend of elbow. Inserted in wrong area. Patient was 400 plus pounds and should have had a mid-line. When the clinician tried to take off dressing it broke. But, was able to remove both pieces.